Event description:
Related manufacturer reference number: 2017865-2019-15560. New information received notes that a chest x-ray was performed on (B)(6) 2019 and revealed right ventricular lead dislodgement that led to the ventricular oversensing. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with ventricular oversensing on the implantable cardioverter defibrillator. The root cause of the oversensing was not determined. The physician elected to continue to monitor the patient. The patient experienced no adverse consequences.